Event description:
Related manufacturer reference number: it was reported a patient's right ventricular (rv) lead presented with r-wave amplitude variation. The rv lead was explanted and replaced in a procedure on (B)(6) 2023. During procedure, it was noted the atrial lead had insulation damage so that lead was also explanted and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found procedural damage to the outer insulation proximal to the suture sleeve tie impression. The cause of the reported event was isolated to procedural damage.